Event description:
It was reported while testing for sars-cov-2 17 false positive results were obtained. Confirmatory testing was performed using unspecified test methods and the results were negative. Results were not reported and there was no reported patient impact. Eua# (B)(4).

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# (B)(4) lot 0274403 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 0274403 was manufactured according to specifications and met performance requirements. Customer complained of positive results on specimens tested with the bd sars-cov-2 reagents for bd max system kit, of which most were negative when repeated on other platforms. Customer provided two runs file containing the discrepant results tagged by customer (run 114 and 115) from instrument ct2025 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents package insert instruction for use. Manual pcr curve adjudication was conducted for the discrepant results on both runs provided. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Run #114 shows that 10 out of 12 patient samples tested gave positive results. Run #115 shows that 7 out of 24 patient samples tested gave positive results. Pcr curves of all the positive samples shows late amplification of n1 and/or n2 target, without anomaly, indicative of true low positive results. Such results can occur when a sample is at the assay limit of detection (lod). Moreover, limit of detection can vary between various assays. Contamination during sample preparation and/or material handling could also have contributed to some of the positive results. Phone discussion with the customer¿s mas revealed that this customer uses an off label collection device (deaou brand vtm). Since then, recommended swabs have been sent to the customerbd was unable to confirm the exact cause of the customer¿s positive results. However, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 0274403. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. See h.10.

Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 17 false positive results were obtained. Confirmatory testing was performed using unspecified test methods and the results were negative. Results were not reported and there was no reported patient impact. Eua# (B)(4).